Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad trace. The insulin pump had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive when she was delivering bolus. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per healthcare provider. No further information provided.